Event description:
The patient was being transferred from chair to bed. The staff positioned the sling behind the patient and fastened all the clips. They raised the patient out of the chair and then removed the chair. At this point, the patient slipped out of the sling, head-first, onto the floor (approx. 40-48 inches to the floor). The patient was treated by a medical practitioner.